Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a surgery in the eye (unknown) using an ophthalmic viscosurgical device. The surgery was completed. Less than one-month post-surgery, the patient experienced corneal edema for which treatment with topical steroid was provided as an intervention. The edema was cleared up with an increase in topical steroid use. The type of procedure have not been provided. No further follow up will be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections h.6., and h.11. All batches are released according to the required specifications. A lot of code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. All batches are released according to the required specifications. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. Monthly trend reporting for complaints was reviewed and an adverse trend was identified. However, the reported event code(s) are non-technical complaints, therefore no further action is required. The manufacturer internal reference number is: (B)(4).